Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. It was reported that the pump audible tones were not as loud as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: during testing, the pump emitted audible tones at an appropriately noticeable volume. The volume of the audible tones tested within specifications. No defect was found.